Manufacturer narrative:
Date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected.

Event description:
It was reported that removal difficulties occurred. The target lesion was located in the very calcified lesion. A 1.50mm rotalink plus was selected for atherectomy treatment. During device withdraw, it was noted that the withdrawal was slow, and the burr was difficult to remove from the calcified lesion. The device was removed in a normal fashion. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
B3: date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected. Device evaluated by manufacturer: the device was returned for analysis. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device found that the sheath was torn and the coil was kinked and stretched at 65cm proximal from the burr. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotablator advancer was connected to the rotablator console control system and the foot pedal was pressed, the device stalled and would not run due to the kinked and stretched coil. Product analysis could not confirm the reported events, as the device stalled and clinical circumstances were unable to be replicated.

Event description:
It was reported that removal difficulties occurred. The target lesion was located in the very calcified lesion. A 1.50mm rotalink plus was selected for atherectomy treatment. During device withdraw, it was noted that the withdrawal was slow, and the burr was difficult to remove from the calcified lesion. The device was removed in a normal fashion. The procedure was completed with another of same device. No patient complications were reported.